Event description:
The pt's parent contacted lifescan (lfs) on behalf of the pt alleging that they one touch ultra meter would not power on. The medical affairs specialist spoke with the parent to obtain additional information. The pt had been running blood glucose levels in the 450 mg/dl to 490-mg/dl-range "due to strep throat". The following day, the pt had obtained a 70 mg/dl on the reported meter, while experiencing symptoms of shakiness and what seemed to look like low blood glucose levels. They were not administered their insulin, as they family member believed that due to the results obtained the day prior, the 70 mg/dl result was incorrect. Following the 70-mg/dl-result, the meter powered off and the pt was unable to test. The pt's family member immediately went to purchase a new battery; however, the meter would still not power on. Family member contacted pt's endocrinologist and was advised to take pt to the ER. Several hours later, the ER meter read 342 mg/dl. A 525 mg/dl was obtained on the hospital meter later in the day. They were administered medication for their strep throat and insulin. They were released that evening at 11 pm. There is indication that the pt experienced injury and medical intervention to the meter. Since the pt was unable to test following the initial test, treatment was delayed and subsequently the pt's blood glucose level increased with time. Based on the unresolved power issue, the product malfunctioned and that the event meets the criteria for a medical device reportable due to the adverse event. The meter, test strips, and control solution were replaced.